Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill process, after inserting the syringe needle into the cartridge septum, customer was unable to expel insulin through the syringe needle. Customer changed the syringe/needle to resolve the issue. There was no reported adverse impact to customer's blood glucose.